Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient was at the airport and sat on a toilet with an automatic flusher and got a zap. Patient said they felt like someone had shot them in the back. When patient moved away it stopped, reviewed info regarding the effects of emi. {see pe (B)(4) for difficulty recharging}.